Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Reporting address state (B)(6) reporting institution phone # (B)(6). Reporting phone # (B)(6). Reporting address postal (B)(6).

Event description:
Philips received a complaint on the intellivue mx40 802.11a/b/g monitor indicating that during preventive maintenance that system has a speaker malfunction. The device was not in use monitoring a patient at the time of the event. No adverse event involving a patient or user was reported.

Manufacturer narrative:
A philips remote service engineer (rse) provided the customer with a bench repair quote for the evaluation and repair of the device. The customer did not accept the provided quote. Additional attempts were made to obtain the device evaluation, repair, and operational status with no response from the customer. No further information was provided. A supplemental report will be submitted if new information is obtained.

Manufacturer narrative:
A philips remote service engineer (rse) provided the customer with a bench repair quote for the evaluation and repair of the device. The customer did not accept the provided quote. Additional attempts were made to obtain the device evaluation, repair, and operational status with no response from the customer. No further information was provided. A supplemental report will be submitted if new information is obtained.